Event description:
Reporter alleged the customer obtained the results of 200 mg/dl, 102 mg/dl, 179 mg/dl and 78 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt sick, he thinks because of hypoglycemia and she was able to treat herself, possibly with glucose tablets. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.